Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported, a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon stated, he did not blame the iol as there were several contributing factors. The surgeon reported, the contributing factors as: cystoid macular adema (cme) -this was confirmed by optical coherence tomography (oct) on (B) (6) 2010; large variances in pre and postoperative keratometry readings; variable a-constant used in the event; single suture placed at incision site; questionable manual refraction stability. The surgeon reported the pt's cme was being treated with medications. The surgeon also reported, he was considering removing the suture to see if the corneal cylinder would resolve. The surgeon also reported, he was not planning any secondary procedures. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 03/16/2010 and 03/19/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4). (B) (4).